Manufacturer narrative:
Pump received with missing segments and clear horizontal lines on lcd glass due to cracked zebra connector on lcd board. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries only last for two days and the screen has horizontal lines running through it. Customer does not recall any significant events leading to the error. Customer's blood glucose was 370 mg/dl at the time of incident. Customer declined troubleshooting but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.